Manufacturer narrative:
Customer will install new scorpion brake kit.

Event description:
It was reported via repair work order that brakes were not holding due to worn scorpion brake plat. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.